Event description:
Pt had mitral valve replacement for 4+ mitral regurgitation. They began having increased shortness of breath and was found to again have severe mitral regurgitation. Valve was explanted and found to have excessive intimal material. Cardiovascular surgeon feels a clot developed in the covering of the valve and led to leaflet failure. There was no obvious leaflet tear or other defect in the explanted valve.